Event description:
This is a follow-up report to remove the initial report. A new report (3011109575-2019-01106) will be submitted with the correct brand name and manufacturing facility.

Manufacturer narrative:
This is a follow up report to remove the initial report. A new report (3011109575-2019-01106) will be submitted with the correct brand name and manufacturing facility. Report type: follow-up 1.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported pledget falling apart upon removing. Doctor removed tampon pieces.